Event description:
It was reported that the insulin pump had scrolling numbers during a bolus attempt. The customer replaced the battery and received a failed battery test. The blood glucose reading was 210 mg/dl. She stated that when she pressed the b button to perform a bolus, the numbers kept scrolling without stopping, and that she was unable to exit the loop. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No numbers scrolling up noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.